Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise on the right ventricular (rv) lead was seen on a routine transmission. It was noted that the rv lead inhibited pacing due to the noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.